Event description:
The investigation is completed, and the additional information does not change the original reportability decision.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Based on the available information, the reported event cannot be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately 10 years post implantation the patient had a loosening of the glenoid unit, mild migration upwards. No revision surgery has been performed so far. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: item # 0104555400, sidusâ® stem-free shoulder, humeral head, 40-14, lot # 2716925. Item # 0104555110, sidusâ® stem-free shoulder, humeral anchor, uncemented, s, lot # 2749624. G2: report source germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.